Event description:
It was reported that the customer administered a mealtime bolus but did not eat the appropriate amount of carbohydrates that were entered into the bolus menu. The customer's blood glucose (bg) level subsequently decreased and displayed as 'low' on the continuous glucose monitor (cgm). The customer went to the emergency room (ER) on (B)(6) 2023 for two hours. The customer received carbohydrates and glucagon tablets to resolve their low bg. The customer was released from the emergency room on (B)(6) 2023 with no permanent injury. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.